Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2012 due an incident of hyperglycemia. Per the report the pt was brought to the hospital when his blood glucose >600 mg/dl. He was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not continue to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.